Event description:
Related manufacturer report number: 2017865-2023-11929. It was reported that a patient presented with lightheadedness. Device interrogation revealed loss of capture on the right ventricular (rv) lead and atrial lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead and atrial lead. The patient condition was stable.